Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not capture. The epg passed incoming testing. It was confirmed that the bail and ring attachments were missing. It was also indicated that the battery contacts were contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) would not capture and that the brackets on the back side were missing. The epg was returned for service. No patient complications have been reported as a result of this event.